Event description:
The customer stated that the architect c8000 analyzer generated an elevated sodium result of 161 mmol/l. The sample was repeated on another c8000 analyzer and a result of 134 mmol/l was generated. There was no report of impact to patient management.

Manufacturer narrative:
Field service was dispatched to the account. Actions taken to resolve the issue included replacing the four ict 1 ml syringes and their corresponding ict check valves, the ict pinch tubing, and the ict module of lot 120302 which had expired on 12/02/2012. The ict assays then calibrated successfully and generated acceptable precision. No further ict related issues have been reported. The customer maintenance log was reviewed and it showed that several quarterly maintenance items were overdue including maintenance for the sample syringe, wash syringe, reagent syringe, and replacement of the ict 1 ml syringes and ict aspiration check valves. The maintenance log also indicates the suspect ict module may have been in use for 7 months. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual and the ict sample diluent package insert were reviewed and were found to adequately address the issue. A singular specific cause for the customer's issue was not identified. Probable causes that could not be ruled out include the worn 1 ml syringes, ict check valves, and ict pinch tubing that were replaced simultaneously with the expired ict module. Replacement of these worn parts resolved the issue. The investigation did not identify a malfunction/deficiency.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.